Event description:
Pt reported the infusion device shut-down during the night on (B)(6) 2012, without providing an alert or error message first. There was no insulin leakage in the system. Pt experienced hyperglycemia as a result and has changed to a new infusion device. The infusion device was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.